Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The analysis results found that the device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The event description indicates the potential for an improperly installed cartridge; either the cartridge is not fully inserted into the channel or it is "long loaded". If "long loaded" the cartridge extends beyond the cartridge jaws further than it should (holding features of the cartridge are not snapped into the channel slots and the holding features are in front of the channel). If the cartridge is not properly snapped into the channel or is "long loaded" the cartridge can move forward during the firing stroke and some staples may be deployed, the device will continue to cut, and the cartridge may be pushed out. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colectomy with appendectomy procedure, when they were firing across the appendix the cartridge fell out when they closed the trigger. The device had malformed staples and had partially fired. They used another device to complete the procedure.